Event description:
It was reported that bd alaris extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that filter not working during orencia infusion. Worked at the beginning of the infusion. Stopped with 10minutes to complete. This happened with the same medication with this patient last month. Changed the filter and the medication infused without complications.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10011865 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.